Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment, the device perforated the back wall of the laa and created a pericardial effusion. A pericardiocentesis was performed to successfully resolve the effusion. The device remains in service. Patient is stable and has been discharged.